Event description:
It was reported that over the past couple of days the patient had complained of no pain relief and noticed swelling to the lumbar site over the catheter, "hematoma." A dye study was done on the day of report and it showed the catheter had dislodged/migrated out of the intrathecal space and coiled up in the lumbar and thoracic area. The pump system was delivering hydromorphone and bupivacaine. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (0.5 mg/ml at 0.7952 mg/day) and bupivacaine (25.9 mg/ml at 8.238 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and cervical/neck. It was reported the patient's catheter was revised. The revision occurred in (B)(6) 2015. The catheter was disrupted and came off the pump connection site. No further information was provided. If additional information is received, a follow-up report will be sent.